Event description:
When the irrigated ablation catheter was hooked up to the equipment and tubing it has to be flushed first. When it flushed it seemed ok to use, but it wasn't at the correct rate when flushed. The doctor chose to not use it, so a new one was used, flushed, etc, and worked just fine. For the new one, none of the packing was saved and so we are not sure if it was from the same lot number or not.